Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue. The reporter stated that the pump was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box showed no evidence of voltage fluctuation that can lead to the pump to getting warm. No activity outside of normal use was observed. The pump¿s case and compartments were undamaged. Moisture corrosion was observed on the battery cap. The pump passed a leak test. The prime steps were performed correctly. The pump's current draws were within specifications. No moisture contamination was found on the internal components of the pump.